Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was re ported by a health care professional that the device was sputtering or skipping during functional endoscopic sinus surgery. They switched to a second handpiece, but the same problem persisted. The customer finished the procedure with the blade in question. They used other blades in the same case with no issue. There was 5 minutes procedure delay. Upon follow up it was reported that the device was skipping. The device was used on the patient but unsuccessful. Another handpiece was used thinking that was the issue. It performed in the same manner. They used another blade successfully.